Manufacturer narrative:
Trackwise # 374650 updated section: g4, g7, h2, h3, h6, h10, h11 corrected section: b5- corrected event description the device was returned to the factory on 10/12/2020. An investigation was conducted on (B)(6) 2020. Signs of clinical use and heavy amounts of charred material was observed on the heater wire. The heater wire was observed to be intact, no visual defects were observed. The clear silicone insulation on the cold jaw was observed to be peeled back from the tip of the cold jaw to the middle of the cold jaw exposing the metal portion of the cold jaw. No other visual defects were observed. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over five (5) repetitions using "max life test method stm2048073. The device activated and transected tissue five (5) times with no cautery failure observed. A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value measured at 0.68 ohms which is within hemopro 2 final test specification. The device pass the temperature measurement test. The displayed temperature increase and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation, the complaint for the reported failure "electrical issue" was not confirmed but was confirmed for the reported failure "peeled jaw". The lot # 25152786 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 timed out. The polyfuse activated and timed out with, indications of overheating or continuous use for 14 seconds were observed and silicone on one of the jaws separated from the jaw . A replacement device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 timed out. The polyfuse activated and timed out when no indications of overheating or continuous use for 14 seconds were observed. A replacement device was used to complete the procedure.